Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for second reload for ¿didn't fire well¿? Could you please clarify if both reload will be returned? Could you please clarify if there were any patient consequences?

Event description:
It was reported that during a colectomy procedure, when doctor tried to use ntlc75 with sr75 reload on colon, doctor observed few staples rows were missing / malformed. Doctor tried second reload and even that didn't fire well. Doctor finally hand sewed and completed the surgery. Surgery was delayed 20 minutes.

Manufacturer narrative:
(B)(4). Product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and misalignment between the cartridge channel and the anvil channel was observed when the device was closed. This condition has the potential to produce malformed staples.

Manufacturer narrative:
(B)(4). Date sent: 01/29/2020. D4: batch # t5a39g. Additional information was requested, and the following was obtained: doc explained that: ¿ few staple lines were missing when fired.¿ no patient consequences, as surgeon hand sewed the anastomoses. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was received unfired and the swing tab was noted to be broken, making the reload nonfunctional. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that some staples were malformed when fired on the blue height selector position. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It is possible that the damaged on the swing tab was due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.